Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery had five years remaining but the magnet rate was ninety beats per minute (bpm). Boston scientific technical services (ts) noted that patient had lots of atrial tachy response (atr) episodes and suggested for a hex dump analysis. Analysis indicated that device had thousands of atr mode switches which caused an invalid battery charge time measurements in the device which can set the battery status to elective replacement near (ern). Furthermore, reprogramming of device was done. The pacemaker remains in service. No adverse patient effects were reported.